Event description:
Pt states that legacy pump alarming and giving ¿pump not working while powered off¿ but pump still working at the time. Pt did not experience any adverse effect due to pump malfunctioning. New pump will be sent to pt with a return box for malfunctioning pump. Serial number (B)(4), due 04/13/2019. No other information known. Dates of use: from (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.